Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, clipping could not be performed properly using the applier and clip came off immediately. There was no patient injury.